Event description:
A pt specific implant was placed in the pt during a craniotomy and had to be removed 3 weeks later due to post-operative infection.

Manufacturer narrative:
This information was not provided. Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date cannot be determined without a lot number.